Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 her transmitter was showing discoloration on the dexcom logo. Patient states that there is a round circular stain on the top of the transmitter. Patient did not report any injury or medical intervention.